Event description:
The deltapaq coil (cdf10061630/c13117) got stretched while repositioning during embolization of an internal carotid artery aneurysm. The aneurysm was an 8.5x9.2 mm sidewall aneurysm. There was no clinically significant delay to the procedure as a result of the issue. No neck remodeling was utilized. An echelon microcatheter (details unknown) was used in the procedure. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance at any time during advancement of the coil through the microcatheter. However, resistance seemed to occur at the hub while withdrawing the coil. Two other coils went through the same microcatheter without resistance. There were no kinks in the microcatheter that may have contributed to the event. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. There was no coil entanglement with previously placed coils that is suspected to contribute to the event. Other coils (details unknown) were used in the procedure to finish the procedure and there were no complications. The procedure was successful and there was no adverse outcome to the patient as a result of the event. The entire coil was successfully removed from the patient with the microcatheter and it was still attached to the delivery system.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Very limited information was received. The unspecified echelon microcatheter and the rhv were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Microscopic examination found the coil to be undamaged and defect free. No stretching was found to the coil; therefore the stretching of the coil during repositioning inside the aneurysm cannot be determined. Furthermore, the root cause of the undamaged coils resistance at the hub during removal cannot be determined without the return of the unspecified echelon microcatheter and the rotating hemostatic valve (rhv). In addition without the return of the unidentified echelon microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.